Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The up arrow button worked intermittently. Customer's blood glucose level was 429 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Arrow buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. No scrolling numbers display anomaly noted. Unable to perform self test and displacement test due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.